Event description:
Received fax from johnson & johnson corp. Legal. Information sent to their office from patient's attorney. Pt alleging sustained injuries to their eye from acuvue contact lenses. No medical information has been provided for review. No additional information is available. Unable to further investigate at this time.